Event description:
It was reported that signal noise was present on the atrial channel of the implantable cardioverter defibrillator system (ICD) that was sensed and resulted in a stored episode of atrial tachy response (atr). Some provocative maneuvers (left arm to right hip) were able to reproduce the noise. Lead parameters showed stable sensing, impedance and threshold measurements. It was noted that the patient was paced less than one percent in both the atrial and right ventricular chambers. It was planned to continue routine follow-up. The atrial lead remains in service and no adverse patient effects were reported. It was additionally reported that the noise appeared to be myopotentials and occurred when the patient was doing push-ups. The atrial sensitivity was decreased, and the lead remains in service.